Event description:
It was reported that, during laser extraction of this ra lead. An svc tear occurred. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).